Event description:
Drug/diluent: v priv. Fill volume: 100 ml. Flow rate: 60 ml/hr. Procedure: gauchers disease treatment. Cathplace: unk. The pt stated that the pump has been delivering the medication too quickly. It would finish 20-40 minutes before it was supposed to. Pt uses 8 vials of v priv (enzyme replacement) and fills the pump with 60 ml's and then fills each vial with 4.3 ml of saline and transfers it to the pump.

Manufacturer narrative:
Method - device was received for eval and investigation, and testing is currently being performed. Results: the device is pending eval and testing at this time. Conclusion: a follow-up report will be filed when the investigation has been completed. I-flow provided a "caution" on its dfu which states the following: do not under fill pump. Under filling the pump may significantly increase the flow rate. Filling the pump less than nominal results in faster flow rate. Filling the pump greater than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in faster or slower flow rate. The easypump c-bloc ra select-a-flow has been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees c, 72 degrees f) as the operating environment, the select-a-flow should be worn outside clothing and kept at room temperature.